Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 522:320:654:0000 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of error code 522:320:654:0000 with audio system. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.